Event description:
Home patient (hp) contacted baxter's technicial service center (tsc) for assistance during apd therapy. At the time of this call, the hp reported that they had previously disconnected the patient line of their homechoice cassette from the transfer set and did not place caps on either line and has now reconnected. Tsc informed the hp of the potential risk and assisted the hp in ending therapy. Hp was advised to contact their rn. Follow up with the rn indicated the hp had discontinued treatment at time of call and therapy was not resumed. The hp was treated prophylactically with keflex (dosage unknown) for 4 days and the hp also received a transfer set change. No patient injury reported per rn.